Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient's reason for calling is to find out if other patients feel pressure even when stimulation is off. They noted that the issue was intermittent, but now it is constant. They noted that they turned simulation off, but they are experiencing constant horrible pressure in rectal area and is in agony. They noted that they will take a bowel movement, but not complete it. They also reported experiencing quite a bit of bleeding from rectum. Prior to calling, they saw their managing healthcare provider (hcp) for the pressure. The hcp performed a rectal check and did not see anything of concern. They also had two scans and nothing was detected for causing the pressure feeling. The call center offered to walk through confirming stimulation is off using the patient programmer (pp), but the patient said it is already off; they confirmed the lightning bolt is off and stimulation is off. The call center reviewed that therapy would not be in effect if stimulation is turned off. As a result of what was reported, they were redirected to their hcp to discuss symptoms and to check therapy to rule out the device as the issue. The event was considered a gradual change in therapy/symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a manufacturer representative (rep). It was reported that the patient developed a ser oma at the pocket site. No known factors led to the issue. The rep said the patient had a pocket revision done on (B)(6) 2019. The issue was reported to be resolved. No further complications were reported.